Manufacturer narrative:
The device was received fully deployed. There were no timeouts, drive stalls, or hazard alarms observed that would indicate there was a struggle to deliver insulin. During investigation, tears were observed on both the left and right sides of the exposed portion of the soft cannula. A fluid path test was performed and fluid was observed to leak from the observed tear in the right side of the exposed portion of the soft cannula. The exact timing and cause of these tears could not be determined; therefore it could not conclusively be determined if these tears contributed to the reported not sure delivering insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose levels rose to 17 mmol/l (306 mg/dl) while wearing the pod on the arm for between 24 and 36 hours. Treatment information was not provided. The device was returned and investigated. Investigation found a tear in the pod's cannula.